Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 10.5 cm diameter abdominal aortic aneurysm. The patient presented to the ER with abdominal pain. A cta was performed which identified contrast flow to aaa sac. Current sac size is 13cm. Flow was thought to have been either a type ib, type ii or even a possible type iii endoleak from the left side. The physician gained access to both groins through percutaneous access using the pre-close technique on both groins. Sheath angio and pig tail angio was performed on the right side and no endoleak was confirmed. Sheath injection and pigtail run on the right side revealed a type iii endoleak where the endurant 16/20/156 limb and the 20/20/82 extension graft met (junction). The overlap appeared to only be 5mm at this point. The physician stated that the stent graft pieces were coming apart over time due to the size of the aaa and the very tortuous proximal common iliac arteries. The limb and the extension were not completely separated from one another however the contrast did fill from this point. An endurant 16/24/124 was introduced from the left side and placed proximally in the 16mm segment of the existing 16/20/156 limb and the distal flared section was implanted in the area of the endoleak. Proximal and distal ends were ballooned with a reliant balloon. The final sheath run and pigtail run showed that the endoleak was fully resolved with this repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).